Event description:
Healthcare professional reported a left side pain and left side implant removal from textured to smooth due to the concerns of the product. Healthcare professional also reported left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. Observed deformation on the device. Yellow biological tissue observed in the surface of the device. Red particles observed in the surface of the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, anxiety product/procedure.

Event description:
Healthcare professional reported a left side pain and left side implant removal from textured to smooth due to the concerns of the product. Healthcare professional also reported left side capsular contracture, baker grade unknown. Device has been explanted.